Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Dealer advised checking unit back in from rental and found when powering unit on an off there is no alarm. Dealer advised issue is the on/off power switch.